Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the patient was being evaluated by their neurosurgeon. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving baclofen [2000 mcg] at a dose of 240 mcg via an implantable pump for intractable spasticity. It was reported that there was a fluid pocket at the catheter site. The date of the event was asked but unknown. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was indicated that a dye study was performed with no issues. No interventions/actions were taken to resolve the issue. Surgical intervention did not occur and it was asked but unknown if it was planned. At the time of the report the issue was not resolved and the patient status was ¿alive ¿ no injury.¿ the patient¿s medical history was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated. Additional information was received from a consumer. It was reported the patient's catheter was defective and had been leaking since (B)(6) of 2017. It was reported that the catheter required replacing and the patient currently doesn¿t have health insurance. The patient had a (B)(6) bill for the dye test to diagnose the catheter issue. The replacement cannot be done until the bill is paid. No symptoms were reported. It was reported that the event occurred somewhere between the end of (B)(6) 2017. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the patient experienced swelling near the lumbar catheter incision site related to the catheter leak. The cause of the catheter leak was not determined. A catheter dye study and abdominal binder were noted as actions/interventions taken to resolve the catheter leak. The catheter leak had not been resolved. No further complications were reported or anticipated.